Manufacturer narrative:
H3, h6: the investigation was performed based on expert discussions considering complaint description, customer service reports, and system history. According to the initial information received, the double motor module (dmm) caught on fire. No indications of any adverse events involving any people were communicated. Investigation showed that the issue was caused due to dripping water coming from an external source above the cabinet where the component is installed. While there are burn marks on the component, it is important to note that the affected parts are underwriters laboratories registered components. This means that no poisonous gas nor an open fire can be expected. The exchange of the cabinet has not yet been done; however, it is scheduled and is awaiting confirmation that the water leak issue has been resolved. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the reported event is not classified as a reportable event adverse event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation yet been determined. A supplement report will be filed if additional information becomes available. H6: code 4755 - system cabinet.

Event description:
Siemens became aware of an incident with the artis pheno system. Fire was reported within the system cabinet. The user was advised to power off the system. We have no indications of any adverse effects on the health status of the involved persons.